Event description:
It was reported that two months after implant, the patient developed a fever and was diagnosed with (B)(6). The implantable pulse generator (ipg) and leads were removed. A temporary external ipg was used until a new system could be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 implantable pulse generator (B)(6) 2013. (B)(4).